Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. It was noted that the balloon had fluid loss. The aus was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. It was noted that the balloon had fluid loss. The aus was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was identified to have a hole with a leak from fatigue. The investigation conclusion was cause traced to component failure.